Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the ultratome towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the ultratome towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis revealed the pebax section damaged, exposing the corewire tip in the bumper section. The distal tip was damaged 2.8 cm from the distal end, however there was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the distal tip was damaged exposing the corewire tip. It is possible that unstated procedural and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints have been reported for lot number 15691313. A labeling review performed and no anomaly was found.